Event description:
It was reported that the patient was unable to charge the implantable pulse generator (ipg) due to an ulcer at the ipg site. No further information could be obtained despite good faith efforts.